Event description:
Customer reported that the suture broke a few days following strabismus surgery. The patient was returned to surgery for repair.

Manufacturer narrative:
Result: representative samples of the returned product were visually inspected then tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. No visual nonconformance's were identified. Conclusion: no failure detected and the product exceeds tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.